Event description:
It was reported that the asymptomatic patient presented in operating room for lead replacement. Upon interrogation, the right ventricular lead exhibited high capture thresholds. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.